Event description:
It was reported that a malfunction alarm occurred with the code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, and after assisting the customer, the malfunction did not recur. The customer was advised to continue using the pump and to report back if any issues reappear.